Event description:
It was reported that the trocar was so dull on this that the medical doctors felt the amount of force they had to use was unsafe. Per additional information received via sample form on 10-jun-2022, it was reported that the trocar was dull.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was used for patient treatment. The product had not caused the reported failure. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. Correction:g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the trocar was so dull on this that the medical doctors felt the amount of force they had to use was unsafe. Per additional information received via sample form on 10-jun-2022, it was reported that the trocar was dull. Per additional information received via email on 29jul2022, stated that while removing surgical drain portion of drain broke off remaining in patient causing additional imaging and re-operation to remove drain. Patient was getting ready for discharge and had 25cc out of hemovac. Patient went to pull hemovac and it snapped. Remainder of drain inside incision and contacted attending who ordered stat CT and return to operating room for removal. Patient was stable. Operating room findings stated that drain was not sewn in any of the closing vicryl sutures or snagged on hardware.